Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 66 mg/dl, resulting in what the customer described as ¿yellow spots in [their] eyes¿. Low bg cause was not known. Due to vision issue, customer required assistance from spouse in obtaining juice consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.